Manufacturer narrative:
The device was returned to zoll medical corporation; the device logs indicate that the device provided a "defib charging error" on the first two charge attempts. The third charge attempt was successful. The device was put through extensive testing including discharge testing, bench handling, and defib cycling without duplicating the malfunction. The device was recertified and returned to the customer. The associated battery was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device internally dumped the energy after charging several times. Complainant indicated that on the third attempt, the device successfully discharged the energy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.